Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call of high blood glucose of 450 mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted and they are going to the emergency room for additional assistance. Customer's blood glucose value was also 450 mg/dl at the time of the call. Customer indicated that they will call back to provide more information about the hospitalization. No further assistance was necessary.